Event description:
Pt's dialysis shunt clotted off on event date. Pt was transferred to hospital where a thrombectomy was performed three days later. Pts returned to reporting hospital to continue rehabilitation two days later.